Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the investigation, omsc considered that the reported phenomenon was attributed to the communication failure due to the partial disconnection of the cable by the user handling.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated while the subject device was connected to the otv-s400 which was olympus asset, and there was no abnormality on the exterior. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for a therapeutic procedure, it was found that the endoscopic image was not displayed. The user replaced the subject device with another device and completed the intended procedure. The subject device was used with a camera control unit (otv-s400). There was no report of patient injury associated with the event.